Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Reg report no 2184009-2025-01536 has been captured in reg report no 2184009-2025-01522. As both are duplicate files. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Reports sent under additional info d4: serial number and UDI information updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that during priming of the circuit, the user interface reported there was a motor error (sc mpu mc speed_control_w hard error), speed control with hard error. The customer was able to reboot device and error did not repeat. It was used it for an normothermic regional perfusion (nrp) organ procurement as no other device was available. The customer did not want to continue to use the instrument. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that during priming of the circuit, the user interface reported there was a motor error (sc mpu mc speed control w hard error), speed control with hard error. The customer was able to reboot the device and the error did not repeat. It was used it for an normothermic regional perfusion (nrp) organ procurement as no other device was available. The customer did not want to continue to use the instrument. There was no patient involvement, so no adverse effect occurred.